Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 31jul2024.

Event description:
Healthcare professional reported right side pain, and capsular contracture, baker grade iii/IV. Device has been explanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ breast pain: unable to observe as it is not related to the device ¿ capsular contracture: unable to observe as it is not related to the device as per the investigation procedures observed three openings assessed as surgical damage was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side "pain". Healthcare professional later reported capsular contracture baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional reported a right side "pain," and capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.